Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. . The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance for 8100 s/n (B)(4) is having issue on patient side occlusion is reading very unstable, (B)(4) also tried running the pressure calibration and is also failing the test. We verified running the analog sensor test and looks fine pressure sensor are reading within specifications. I also recommended and try re-flashing the pump module and see if this will help. If not, possibly the logic board might be faulty and need to be replaced. I also gave (B)(4) an option to just send it in for level 1 repair. (B)(4) will go ahead and consider sending it in.